Event description:
The device was returned for service. During service by baxter, a cracked door assembly was found. The hospital representative stated that they did not know if there were any reports of injury or medical intervention. No additional information is available.

Manufacturer narrative:
The facility representative reported, "occlusion." Information was not provided regarding whether or not the problem occurred during a patient infusion. Evaluation summary: the pump was evaluated by a baxter service technician. Inspection of the device found a cracked door assembly. The door assembly was replaced. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated under CAPA.